Manufacturer narrative:
(B)(4). Customer discarded the actual sample. The customer provided photos which were reviewed. The photos do not clearly exhibit the reported issue, however the customer's claim has been accepted. The current stock in warehouses 6012 and 6021 were visually inspected and no tubes were found to exhibit this issue. The root cause was determined to be a molding defect of the tubing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea smartcath ng was inserted into a patient. The rn was unable to deliver medications to the patient through the ng. The rn removed the ng and it was observed that there were no primary or secondary holes in the end of the tube. The customer advised the tubing was replaced and there was no patient harm associated with this event.